Event description:
On 29 apr 1999 during a conversation about another matter, the physician mentioned a pt from another country that had been referred to the physician for a hypersensitivity reaction. The physician only remembered the pt's name and had no other information about who the treating physician was or what intradermal product was used. No treatment was specified. A complaint file was started by collagen corporation. On a recent follow up report returned to mcghan medical, the physician reports that the pt was seen again in 2000 and had developed a small epidermal cyst at one of the treatment sites. The physician excised the cyst using an 11 blade and a 2mm curette. The symptoms were considered resolved 5 days later. It was never determined if the pt had rec'd collagen.